Manufacturer narrative:
The received device had the cannula assembly fully deployed. Found a kink in the exposed soft cannula. Although the soft cannula was damaged, the timing and cause of the damage are unknown. Though the soft cannula was kinked, fluid exited the distal tip of the soft cannula with no issue. The download data contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. While a kink was found in the exposed soft cannula, the cause of the reported dislodged cannula could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. Though a kink was found in the exposed soft cannula, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. In addition, the omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 24 and 36 hours. The patient's father reported that the pod was causing irritation at the infusion site (hip/buttocks). As a result of the itching, the pod became dislodged. As treatment, a new pod was applied.